Manufacturer narrative:
One tapered navigator delivery mount and one unknown biomet implant were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. There are 4 more additional complaints linked to this, a separate investigation will be conducted. Functional testing could not be performed since the products were not returned. Pre-existing condition, tooth location and placement duration were unknown due to limited information provided by customer. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR reviews could not be performed as the item/lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history reviews could not be performed as the item/lot number associated with the reported devices were not available based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. H3 other text: device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the mount from the navigator kit snapped off in the implant. They do not know the extent of the damage to the implant. Patient is still in the chair at the time of the complaint. They do not know what will be done at this point. Tapered navigator delivery mount. The mount got stuck in the implant and he was unable to remove it. It was a legacy biomet implant, but he does not have any part numbers. He stated that he would call back if he removes the implant. Same malfunction occurred 4 times in the last 5 years but he had no event information. Tooth location not reported.